Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detached from connector event on 10-jun-2024. The infusion set was in use for 3 hours. The glucose level was 290 mg/dl. No further information available.